Event description:
The consumer reported receiving a burn to her stomach from the use of the heating pad. She alleges the pad overheated and burst. Burns of this nature are caused the consumer laying or leaning against the heating pad which is contrary to proper use instruction.